Event description:
Is is reported the patient experienced dizziness when their rhythm went from ventricular tachycardia to fibrillation back to tachycardia. Programming changes were made to the device and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported the patient experienced dizziness when their rhythm went from ventricular tachycardia (vt) to fibrillation back to tachycardia, and the onset feature of the device withheld detection for the true vt. The onset feature was programmed off, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.